Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician stated that with the taxus liberte' stent he is still feeling balloon withdrawal resistance. Around 15-16 atm's, he's noticing more withdrawal resistance then when he deploys the stent at lower atm's. No pt complications were reported this was a general observation/comment from the physician.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.